Manufacturer narrative:
Approximate age of device was inadvertently reported incorrectly, approximate age of device, 2 months. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device manufacture date. Manufacturing evaluation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas pump. The pump was returned assembled with the driveline (dl) cut approximately 3.75¿ from the pump housing and the distal end was returned in two segments ¿ a 2.75¿ middle segment and the 31.5¿ distal end. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the rotor inlet section upon disassembly of pump revealed a thrombus formation surrounding the rotor¿s bearing ball. Its laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while pump was supporting the patient. Additionally, examination of the proximal side of the outlet stator revealed a white, non-laminated deposition situated between the outlet bearing ball and one of the blades of the outlet stator. Its lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump cannot be conclusively determined, the deposition showed no evidence of denaturation and the outlet bearing cup showed no evidence of circumferential contact marks, indicating that the deposition was not present in the outlet stator for an extended amount of time while the pump was operating. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s clinical signs of hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.

Manufacturer narrative:
Approximate age of device - 2 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with an increased lactate dehydrogenase (ldh) from 200 to 1100 u/l. A ramp study was done and although the pump unloaded the left ventricle (lv) to some degree, it did not decompress as anticipated. No event logs were submitted and no alarms were observed. Pump parameters were within normal limits. Since this was the second pump exchange for hemolysis, the decision was made to exchange from an hmii to an hm3 pump. The exchange was completed on (B)(6) 2018.